Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the mildly tortuous and moderately calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the distal tip of the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).